Event description:
The customer contact reported a whitescreen error. During testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed the start up screen and sounded an audible alarm from the secondary beeper. Further testing found the device displayed a whitescreen error and the device did not pass the sdram test, which may have caused the customer's reported whitescreen error. This is due to the som2 hardware module. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.